Event description:
Additional information: it was reported that this is no longer an issue as the health care professional had discontinued the practice of soaking the stylet in water before use in addition to using a different model of catheter.

Event description:
It was reported that the guide wire did not go to the end of the catheter and made it difficult to insert to the desired level. Per hcp, the guide wire was removed from the catheter and the catheter and guide wire were soaked in saline. It was then reassembled. Hcp did not believe the catheter was being stretched in the process of removing the guide wire and reinstalling it, but he had not checked to see if the guide wire went to the end of the catheter before removing the guide wire.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Catheter model# 8709sc, serial# (B)(4); (B)(4).